Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v043266, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v043266, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a power on reset (por) condition with a 0400 error code. It was reported that during the day prior to report the patient ¿was in the kitchen cutting chicken next to the microwave¿ and ¿following this was not feeling well.¿ it was further reported the patient visited the emergency room (ER) the night prior to report due to not feeling well. It was unknown whether the por message was displayed before or after going to the ER. A manufacturer representative was reported to have been able to clear the por condition using a physician programmer at the ER. It was stated that when the patient¿s implant was turned back on, the patient was ¿feeling stimulation and started feeling better.¿ it was noted the patient¿s family did not mention any por messages before the day prior to report and that the patient¿s ¿daughter was pressing a lot of buttons on the patient programmer.¿ additional information reported an interrogation of the patient¿s implantable neurostimulator (ins) took place on the day of report. It was stated the patient¿s ¿settings remained the same.¿ it was restated that the patient ¿felt the stimulation come back on¿ and the patient was ¿feeling better already¿ three days after the initial report. Impedance testing on the patient¿s left and right leads revealed ¿no high/low impedances¿ and that the impedances were ¿ok.¿ it was stated the cause of the por was not determined and there were ¿no¿ malfunctions seen. No interventions were reported to have been planned. It was noted the patient was to monitor their condition and report any additional por conditions. A supplemental report will be filed if additional information is received.